Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot numbers. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? What is the most current patients health status and condition? Is the broken needle available for analysis? Are there any photos for visual analysis? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and barbed suture was used. The surgeon and pa were closing the same layer simultaneously and both starting in the middle working their way towards the end of the incision. They were in the musculotendinous junction of the quads. The surgeon had finished closing on the distal side and went to help the pa finish closing the proximal end and the 4 millimeter tip broke off of the needle. They could not find the needle, they brought in the x-ray which showed the needle was not in the patient. The needle was never found and they do not know what happened to it. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested